Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a mini-arc precise mid-urethral sling to treat stress urinary incontinence, urinary urgency, urinary frequency and nocturis. The plaintiff's attorney also alleges, the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.